Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home. The cause of death was unknown. Further review of the manufacturer¿s database indicated the patient died approximately six months post ipg implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. (B)(4). A addr01 implantable pulse generator (ipg), implanted: (B)(6) 2012. A 1688tc competitor implantable pacing lead, implanted (B)(6) 2005.

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the outer insulation of the lead was extrinsically cut but not breached, the outer insulation of the lead developed a cosmetic depression while in vivo, and the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.